Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic essure removal') in a female patient who had essure (batch no. A95863) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure removal, hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: coils inspected on removal, all 4 components noted on left essure device; on right flat plate missing. Lot number: a95863, manufacturing date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("laparoscopic essure removal") in an adult female patient who had essure inserted (lot no. A95863) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she underwent medical device removal (seriousness criteria intervention required). The patient was treated with surgery (laparoscopic essure removal, hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: coils inspected on removal, all 4 components noted on left essure device; on right flat plate missing. Date(s) of insertion: (B)(6) 2013 (as per pif discrepancy noted). Date(s) of removal: (B)(6) 2018 (as per pif discrepancy noted). Lot number: a95863, manufacturing date: 2013-01, and expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("laparoscopic essure removal") in a 39 year-old female patient who had essure inserted (lot no. A95863) for female sterilisation. The patient had a medical history of obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2083 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic essure removal, hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: coils inspected on removal, all 4 components noted on left essure device; on right flat plate missing. Date(s) of insertion: (B)(6) 2013 (as per pif discrepancy noted); date(s) of removal: (B)(6) 2018 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.859 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: examination: inj for hysterosalpingogram impression: two essure microinsert coils appear in satisfactory position with complete occlusion of both fallopian tubes and with no evidence of free spill to the peritoneum. The patient tolerated procedure well. Clinical indication: essure device (B)(6) 2013 interpretation: scouts: scout film demonstrates two essure microinsert coils within the pelvis. Fallopian tubes: the essure microinsert coils appear in satisfactory position with complete occlusion of both fallopian tubes and with no evidence of free spill to the peritoneum. Date: (B)(6) 2019; diagnoses: infertility, tubal origin. Clinical information: status post essure removal wants to see if has patency. Examination: fl hysterosalpingogram. Impression: non visualization of both fallopian tubes no evidence of free spill to the peritoneum essure micro insert coils not visualized. The patient tolerated the procedure well and left the department in stable condition. Lot number: a95863, manufacturing date: 2013-01, expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters ,patient information,medical history,lab data,indication,event onset date added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("laparoscopic essure removal") in a 39 year-old female patient who had essure inserted (lot no. A95863) for female sterilisation. The patient had a medical history of obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2083 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic essure removal, hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: coils inspected on removal, all 4 components noted on left essure device; on right flat plate missing. Date(s) of insertion: (B)(6) 2013 (as per pif discrepancy noted) date(s) of removal: (B)(6) 2018 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.859 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: examination: inj for hysterosalpingogram impression: two essure microinsert coils appear in satisfactory position with complete occlusion of both fallopian tubes and with no evidence of free spill to the peritoneum. The patient tolerated procedure well. Clinical indication: essure device (B)(6) 2013 interpretation: scouts: scout film demonstrates two essure microinsert coils within the pelvis. Fallopian tubes: the essure microinsert coils appear in satisfactory position with complete occlusion of both fallopian tubes and with no evidence of free spill to the peritoneum. Date: (B)(6) 2019 diagnoses: infertility, tubal origin. Clinical information: status post essure removal wants to see if has patency. Examination: fl hysterosalpingogram. Impression: non visualization of both fallopian tubes no evidence of free spill to the peritoneum essure micro insert coils not visualized. The patient tolerated the procedure well and left the department in stable condition. Lot number: a95863 manufacturing date: (B)(6) 2013 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic essure removal') in a female patient who had essure (batch no. A95863) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure removal, hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: coils inspected on removal, all 4 components noted on left essure device; on right flat plate missing. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received: case become serious incident. Event injury removed. Essure removal date and surgery were added. Lot number, patient date of birth, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.